Manufacturer narrative:
Other, other text: additional information provided in b3. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Evidence of the reported problem was found during error history log review. The pump was ran with returned program, nda. Testing as per fm-dp=200085-07 performed. Performed battery loss alarm test: pump ran 2min 38.00sec, pump alarmed 2min 28.92sec, stop watch #6722 test. All test passed. The reported problem was not able to be duplicated; however, downstream occlusion sensor was replaced as preventative measure.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited continuous "high pressure" alarm. No patient injury reported.